Manufacturer narrative:
The customer requested just a replacement battery through the (B)(4) program with no engineer evaluation.

Event description:
It was reported to philips that the battery will not charge. There was no patient involvement.